Event description:
A 59 year old male had a cardiac cath as outpatient. When the procedure was being concluded, the shaft of the percutaneous vascular surgical device broke away from the top portion and it could not be removed in the cath lab. Pt was taken to operating room for surgical removal, and for repair or tear in femoral artery.